Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-12. H6: investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received one used 22g x 1.0in. Insyte autoguard catheter along with an extension set and a 10ml syringe. There was no documentation or product packaging returned to identify the corresponding lot number. Additionally, six photos were provided for investigation. A gross visual inspection did not find any damage to the components. The unit was tested for leakage and leakage was observed at the nose of the adapter. The reported issue of leakage was confirmed. Further microscopic inspection found that a large aperture was present in a catheter tubing at the nose of the adapter. As the adapter was blocking full view of the aperture, the unit was dissected for further inspection. Based on the location of the damage and the observed characteristics, it is likely that the reported defect originated in manufacturing during swaging of the unit. During the swaging process the tubing is placed over a pin and may get pinched or nicked. Misalignment may result in the pin piercing the catheter tubing as observed. Operators perform sampling for swage depth and flare depth per the quality plan. Additionally, damaged/worn pins are marked and removed by the in-line vision system to mitigate defects. A device history record review showed no non-conformances associated with this issue during the production of the batch numbers provided.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in leaked. The following information was provided by the initial reporter: "upon catheter placement, the hcp confirmed that blood was leaking from around the catheter connection area."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in leaked. The following information was provided by the initial reporter: "upon catheter placement, the hcp confirmed that blood was leaking from around the catheter connection area."